Event description:
A known chlorhexadine allergic pt experienced and anaphylactic reaction to an arrowgard central venous catheter. The reaction occurred during the insertion of the catheter. The pt was immediately intubated and recovered without any complications.